Event description:
Through review of a medical article titled "first reported case of simultaneous transjugular tricuspid valve-in-ring and pulmonary valve-in-valve implantation" corresponding author al nasef m et al., the following event was identified as pertaining to an edwards device. Edwards received notification that this 46-year-old patient with a 25-mm carpentier-edwards bioprosthesis implanted in the pulmonary position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately 13 years due to severe degeneration leading to severe regurgitation and a peak pulmonary transprosthetic gradient of 60 mm hg. The patient presented with nyha class iii and IV symptoms with cachexia, peripheral edema, abdominal distension, ascites, and complications of right-sided heart failure and lower-limb cellulitis, managed medically. The patient underwent a concomitant valve-in-ring procedure in the tricuspid position involving a non-edwards annuloplasty ring. A 23-mm transcatheter valve was implanted within the pre-existing edwards surgical valve in the pulmonary position. No regurgitation was observed after pulmonary viv and tricuspid vir deployment, as well as no evidence of paravalvular leak. Clinical recovery was rapid, with improvement in functional capacity, resolution of systemic congestion, and normalization of liver function tests. Follow-up echocardiography confirmed excellent valve function in both positions.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2001 therefore, (B)(6) 2001 is being used to calculate the minimum implant duration. The procedure date is unknown; however, the article provided the following date on page 2: at the age of 5 in 1983. Therefore, if at the moment of the replacement the patient was 46 years old, (B)(6) 2024 was used as the occurrence date. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Article citation: al nasef m, al shehri b, al zahrani a, atiyah m, ahmed sm, al najashi k. First reported case of simultaneous transjugular tricuspid valve-in-ring and pulmonary valve-in-valve implantation. Jacc: case reports. 2025; 105931. Doi:10.1016/j.jaccas.2025.105931. Report was received that a 25-mm carpentier-edwards bioprosthesis, implanted in pulmonary position, underwent reintervention for a valve-in-valve procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.